Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that new sensor occurred for sensor with serial number (B)(4).the sensor was inserted into the abdomen on (B)(6) 2023. However, data for the sensor with the serial number (B)(4) was provided for evaluation. The allegation was confirmed as early sensor expiration was found. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.